Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Involved a 67 year-old male homecare patient. 3 times in a row (3 different devices) the balloon burst inside the patient. The nurse that inserted the catheters in the patient did not change anything in the insertion procedure. There was no consequence for the patient except that a nurse was called to re-catheterize the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a (B)(6) male homecare patient. 3 times in a row (3 different devices) the balloon burst inside the patient. The nurse that inserted the catheters in the patient did not change anything in the insertion procedure. There was no consequence for the patient except that a nurse was called to re-catheterize the patient.

Manufacturer narrative:
Qn#(B)(4). One representative sample was returned for investigation. Visual inspection of the product showed all parts are intact. No other abnormality found. The balloon was inflated with 10ml of distilled water and left on the work bench for 2 hours of monitoring. Upon completion of the monitoring period, the balloon remained in inflated condition with no sign of swelling or change in form and size. When deflated via empty syringe barrel, the balloon returned to its original state completely. Based on complaint statement, it is likely that the balloon had burst. Burst balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, the representative samples did not exhibit any sign of damage and failure to perform as intended. Therefore, this complaint could not be confirmed.

Event description:
Involved a 67 year-old male homecare patient. 3 times in a row (3 different devices) the balloon burst inside the patient. The nurse that inserted the catheters in the patient did not change anything in the insertion procedure. There was no consequence for the patient except that a nurse was called to re-catheterize the patient.